Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This MDR is for analyzer 2 of 2. See MDR# 1061932-2011-01167 for analyzer 1 of 2. The sample was collected in a 4 ml vacutainer tube. Raw data were requested for analysis but not provided by the customer. Service info was not provided. The root cause is unk; however, per beckman coulter inc labeling, erythrocyte inclusions stained by new methylene blue, if sufficiently numerous within a sample, and some hemoglobinopathies (such as sickle cell anemia) might affect the accuracy of the reticulocyte enumeration.

Event description:
The customer reported that the gens hematology analyzer generated an erroneously high reticulocyte count (17.0%) on a sample from one pt. It is unk if the test results were accompanied by instrument-generated messages. Erroneous test results were reported outside of the lab. A manual reticulocyte count was subsequently performed with a result of 4.3%. The customer believed the manual count to be correct and a corrected report was issued. There were no reported changes to pt treatment associated with this event.